Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that the patient with this lead implanted had a hematoma at the pacemaker site and dissection from this rv lead. "This lead was crossing the distal subclavian artery. The hematoma developed in the left infra clavicular fossa with large swelling of the left arm. An arteriogram revealed a large and prominent av fistula with contrast extravasation into the left subclavian vein. A jet of blood was noted to be flowing into the pseudo aneurysm in the infra clavicular region. Per the source, it was suspected that there might have been a kink or stenosis or the pacemaker lead is in the artery and an intravascular ultrasound was recommended. The ultrasound revealed a significant dissection, right where the ventricular lead was crossing the distal subclavian artery and a flap in the subclavian artery with narrowing. A lead artifact was also noted which showed the lead was intraluminal in the artery.